Event description:
Pt reported having a difficult time with their new cleo tubing after switching from their typical neria tubing. Pt reported that their cleo tubing was not attaching to their site. Pt advises that they placed a new site with the applicator for the cleo tubing but the end of the tubing that connects to the site stays loose but doesn't come off. Pt reported that they were already at the limit for being off of their infusion as it had been off for about an hour. The pharmacy contacted nursing and they were able to determine the pt placed a new neria site, not a cleo site. Pt was walked through placing a new cleo site and resuming their infusion. Pt requested going back to the neria tubing. The fault occurred while in use with the pt. Pt did not report experiencing any adverse events due to the product issue or the interruption to their life-sustaining therapy. It is unknown if the product is available for investigation. The pharmacy did not replace the product as pt has extra cleo tubing. Subcutaneous self-filled remodulin pt via a remunitypro pump pt began using (B)(6) 2026. Pt did have additional product available to use and they successfully continued therapy and resolved the issue. Pt is infusing 60.51 ng/kg/min. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided.